Event description:
It was reported that the customer had been off the insulin pump since july of last year due to a non-diabetic surgery. Customer has been on injections since then. Customer had an unexpected restart alarm. Customer was assisted with reprogramming the time. Customer's blood glucose level went from 344 mg/dl to 507 mg/dl. Customer was assisted with accessing the bolus wizard so that she could bolus for the high. Customer stated that she got set up back on the pump yesterday. Customer was walked through where to change the max bolus. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.